Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl device's battery is low. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl device indicating a low battery. There was reportedly no patient involvement. The remote service engineer remotely evaluated the device and explained to the customer that the defibrillator has been out of support for several years, there are no more spare parts or batteries available, at this point the eol letter was provided. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. No further action is warranted at thie time. H3 other text : device is end of life / end of support.